Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (monopolar stopped working) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) mid procedure to report that the erbe monopolar stopped working. The customer stated that the erbe monopolar was working the first half of the surgical procedure but now it was not. The customer replaced the grounding pad, energy cord, and the monopolar curved scissor but the reported complaint remained. The customer switched to their forcetriad to continue with the surgical procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: no patient information was available.